Manufacturer narrative:
Three unused samples were returned to perform an investigation. Testing of the returned product with a gauge found that the sample did not fit in the gauge. One sample was then tested and the reported failure mode was confirmed. An audit of the production floor was conducted by a quality engineer. The results of the audit found that operations were being performed properly by trained operators. Units were sampled during this audit and no discrepancies in the orientation of the tube were detected. It was determined that the most probable root cause was related to lack of detection by production personnel or that the product became damaged after it left the manufacturing facility. Training of the production personnel was conducted by the quality engineer. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms#(B)(4).

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endobronchial tubes . 3) products from p/n 198-37l l/n 3666522; the returned samples were received in new conditions with their original closed packaging. No discrepancies were revealed in the tip of the tube upon visual inspection 12"-16" with no discrepancies observed with the tip of tube. Pictures were sent to confirm this issue on 22/may/2020 p/n 198-35l l/n 3977828 an audit was done with quality engineer and device passed 100%. The root cause is hypothesized as lack of detection with personal in production and damage to product after leaving shm facilities, since product is 100% inspected with the fixture eng-0292-t008. Action was taken to train the production personnel in the procedure pict 0068 rev.107 stylet bender and assembly (ebt area) by quality engineer on 29/may/2020.

Event description:
Investigation completed on a smiths medical intubation/portex endobronchial tubes.

Event description:
Information was received indicating that during intubation of a patient with a smiths medical portex® endotracheal tube, difficulty was met. It was reported that the curve to the tube's tip was noted to be varied. There were no reported adverse effects.